Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window and on the reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.